Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Pump received with critical pump error alarm and unable to download due to corroded electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 192 mg/dl. It was reported that the display screen showed a red x with an arrow pointing to an open book icon. It was advised that insulin pump would need to be replaced. The pump will be returned for analysis.